Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer's blood glucose level ranged from 140-240 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.